Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported right side "rupture" about the device. Device remains implanted.

Event description:
Patient's representative additionally reported right side 'lump/nodule and cysts." These events are not device related.

Event description:
Patient's representative reported right side "rupture." Patient's representative additionally reported 'lump/nodule and cysts" which are not device related. Patient undergone total capsulectomy. Device has been explanted but was not replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided a review of the device history record has been completed. No deviations or non-conformances noted.